Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the device was unable to get leads ECG readings as the device wont detect the ECG source. There was no reported patient involvement or negative patient impact.